Manufacturer narrative:
The screw was not bent. The inpen screw advanced/retracted with high resistance cause by broken encoder bond. Unable to perform functional test due to broken encoder anomaly. No cosmetic damage noted.

Event description:
The customer reported via phone call that they feel significant resistance when dialing the insulin pen and the dial slips when pushing the button. Customer¿s blood glucose was 230 mg/dl. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.